Manufacturer narrative:
The field service engineer (fse) retrieved device configuration files, log data and images. The investigation was escalated to a philips product support engineer (pse) for investigation. The pse concluded that the mx40 device does not have the required configuration for respiration measurement. The provided image of the mx40 (tel 24) shows that the device only has s02 (ECG+spo2) and j46 (short range radio) software options. For respiration (rr), the m02 software option is required. Since mx40 is not configured with m02 software option, respiration measurement is not possible and the respiration alarm cannot be generated. The reported problem was not confirmed. Information is being provided to the customer to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete the report against the mx40 1.4 ghz smart hopping, catalog # 865350, serial # (B)(6), is MFR report # 1218950-2024-00648.

Event description:
It was reported that the device in room 117d2 did not alarm for respiration greater than 3 seconds on (B)(6) 2024, at 18:44. The device was in use on a patient at the time of the event. There was no adverse event reported.